Event description:
It was reported that the patient had a culture taken on (B)(6), which was (B)(6) for a urinary tract infection. The patient was put on ceftin, starting (B)(6). The patient was implanted with an interstim system on (B)(6), and ended the antibiotics on (B)(6). On (B)(6) the patient experienced diarrhea and urinary issues with a low grade temperature. The incision site felt warm, but the patient stated it did not seem infection. The patient experienced lethargy as if she had a uti, and a culture was (B)(6) for bacilli, which was different than previous utis. It was reported that the hcp felt the patient may have had an internal infection, either from implant or diverticulosis, and placed the patient on keflex 500 mg/pill four times a day for seven days. The patient was having loose stools, but noted this was a side effect of keflex, and her stools had been wonderful prior to the keflex. The patient adjusted her stimulation to 2.0v from 1.9v. The patient was planning on seeing her primary care physician as well as a urologist. It was noted that the urologist had previously put the patient on macrobid for utis, but it hadn't fought her infections. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# va00k0b, serial#, implanted: 2012 (B)(6), explanted: product type lead, product ID 3037, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).